Manufacturer narrative:
The initial report documented the ps1243 zipseal 24 surgical skin closure convenience kit, which consists of the ps1240 zip 24 surgical skin closure device and the cardinal health topical skin adhesive, as the suspect medical device. Based upon the voluntary emdr report number mw5085079 and upon further investigation, the report has been corrected to indicate that the ps1240 zip 24 device is the suspect medical device and documents the skin adhesive as a concomitant product only. Accordingly, the following changes were made to form 3500a: d1: brand name: changed to zip 24 surgical skin closure device. D2: type of device: changed to product code kgx, which is assigned to the zip 24 surgical skin closure device. D4: additional device information: changed model number and catalog number to ps1240. Updated lot number to 0000110434. Updated expiration date to match expiration date of the zip device lot. Changed unique device identifier (UDI) entry to (B)(4) for the zip device. D11: concomitant medical products and therapy dates: added cardinal health topical skin adhesive to list. H4: device manufacturer date: changed date to reflect manufacturing date of zip 24 lot#: 0000110434.

Manufacturer narrative:
See user facility voluntary emdr report number mw5085079. On pod 1, patient suffered a traumatic fall, resulting in failure of deep sutures and subsequent partial dehiscence of surgical incision under the zip device. Based upon patient photographic image, there is no evidence of device malfunction.

Event description:
Total knee arthroplasty patient was re-admitted to or for re-closure of surgical incision following a traumatic fall that resulted in failure of deep sutures and partial incision dehiscence. See voluntary report number mw5085079 generated by user facility.